Event description:
The customer was at school when this event occurred. Patient tested their glucose on the device and obtained a result in the 400's mg/dl. The school nurse gave patient a glucose tablet and called the emergency medical technicians because patient went into a diabetic coma. When the emergency medical technicians arrived they checked patient's glucose and the reading was 51 mg/dl. Patient was treated with a glucose IV. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.